Event description:
The patient reported that an alarm was heard; telemetry was not yet performed. The patient had relocated to another state and did not currently have a managing physician for their pump. The pump has been empty for approximately two months due to not being able to find a physician to fill it. Per patient, they would like the pump taken out. The patient was looking for a physician to manage their care. The pump was delivering hydromorphone and baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model# 8709, lot# j0058198r, implanted: 2001 (B)(6). (B)(4).

Manufacturer narrative:
(B)(4).